Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, operating currents, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test and excessive no delivery test due to blank display. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid/moisture. The customer¿s blood glucose was 245 mg/dl at the time of the incident. The customer states there was fluid under the lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.